Manufacturer narrative:
Although the reported pump stoppages and hazard alarms were confirmed through the review of the system controller log files a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the other low flow events could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient¿s log file was submitted for review due to pump stoppage. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed pump stoppages. The patient was discharged with ungrounded power module patient cables.